Event description:
It was reported that the device became stuck. A carotid wallstent self-expanding and a filterwire were selected for use. After deployment of the stent, the deployment mechanism became stuck and the device and filterwire were removed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 06/01/2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device became stuck. A carotid wallstent self-expanding and a filterwire were selected for use. After deployment of the stent, the deployment mechanism became stuck and the device and filterwire were removed. There were no patient complications as a result of this event. It was further reported that the target lesion was mildly tortuous and mildly calcified. The delivery system was removed together with the filterwire. Alternate stent was used to complete the procedure.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device became stuck. A carotid wallstent self-expanding and a filterwire were selected for use. After deployment of the stent, the deployment mechanism became stuck and the device and filterwire were removed. There were no patient complications as a result of this event. It was further reported that the delivery system was removed together with the filterwire.